Event description:
A customer in sweden reported a pixel issue affecting the pump display, which resulted in parts of the screen appearing black and missing pixels. There was no reported impact to the customer¿s blood glucose level at the time of the event. Technical support decided to replace the pump as the display issue affected the customer's ability to interact with the device, and the replacement was sent within warranty.